Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on the homechoice device during dwell four of five of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, nothing unusual was noted with the supplies or the setup that could have caused or contributed to the reported alarm. The technical service representative assisted the caregiver with clearing the alarm. The caregiver was advised to start therapy over using new supplies or to complete therapy using manual exchanges. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.